Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. Transthoracic echocardiogram revealed pericardial effusion and right ventricular lead perforation was noted. The patient was treated with medication for chest pain and discharged the same day with cardiology follow-up on 3/15/2018. On (B)(6) 2018, the lead was repositioned. The patient tolerated the procedure well and was in stable condition.

Event description:
Correction: it was reported that the patient presented to the emergency room with shortness of breath. Transthoracic echocardiogram revealed pericardial effusion and right ventricular lead perforation was noted. The patient was treated with medication for chest pain and discharged the same day with cardiology follow-up on (B)(6) 2018. On (B)(6) 2018, the lead was repositioned and pericardiosynthesis was performed. The patient tolerated the procedure well and was in stable condition.